Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system was hanging. This likely was a system lockup situation. There are no reports of patient injury or death associated with this event.